Event description:
It was reported during a da vinci-assisted surgical procedure the force bipolar instrument's tip broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.051" x 0.355" was found to be broken off the yaw pulley. The broken piece was not returned. As a result, the grips cannot open and close properly or grasp and hold test materials successfully. No functional test could be performed due to the condition of the instrument.